Event description:
On march 2, 2006 a foetal scalp capillary sample was run twice on a bayer 865 blood gas analyzer which in both cases gave low ph and p02 results with an associated printout and screen identifier of "insufficient sample". As a result, an emergency caesarean section was performed. A feotal cord sample was run at a later time and found to be normal. Bayer instructions for use indicate that when an insufficient sample flag is received the user should make a decision whether to continue with the analysis as a micro sample or discard the sample and obtain a fresh and adequate blood specimen. For medical device reporting purposes this event is considered closed.